Event description:
I have had flu like symptoms since (B)(6). I became very ill last monday. I went to primary care physician twice. Finally so dizzy I can't stand and chest is tight. I went to the emergency room last night. They ran blood work and did chest x-rays. They found nothing. My health was fine until these implants. My hands and feet get numb and I feel as if I am going to lose consciousness. I am weak with pain in my pelvic area. I believe this is an adverse reaction to the coils.

Event description:
Additional info received from reporter (B)(6) 2013: hysterectomy (tubes and uterus) performed (B)(6) 2013 due to metal toxicity and potassium deficiency. Also had tachycardia and renal failure. Blood test negative. Hair test positive. Currently having chest tightening occasionally which should dissipate with time.